Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the connecting tube had a dent; due to a pinhole on the bending section cover, water tightness was lost; due to a crack on the control unit, water tightness was lost; the adhesive on the bending section cover had a chip; and due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated from another facility. Conclusion: the root cause could not be identified; however, it is probable that the defect was caused by the stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the tracheal intubation "fiberscope" had defects in the bending section and insertion tube. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the connecting tube coating was peeling. This report is to capture the reportable malfunction of the coating peeling on the connecting tube noted at estimation.